Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses has been suffering from many health issues and is very sick. The root cause of the patient¿s symptoms is unclear. In addition, the patient reported that an ultrasound confirmed rupture of one of her breast prostheses. This medwatch report is for 1st of two breast prostheses (the device that ruptured).